Event description:
Twiddler's syndrome was also reported.

Manufacturer narrative:
Final analysis found that the proximal coil was squeezed and the suture sleeve and distal insulation were damaged at 18.8 cm from the connector pin. The damage was consistent with the suture sleeve being tied down too tightly. The damaged distal insulation which resulted in the shorting of the coils would account for the reported low lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a clinic visit the ventricular lead exhibited low impedance, loss of sensing and loss of capture causing the patient to feel lethargic. The lead was explanted and replaced.